Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The reported symptom "door not fully latched messages" was confirmed and reproduced. It was caused by a failed lower link switch. As a result, the lower auxiliary assembly was replaced.

Event description:
It was reported that a pump was alarming for door not fully latched messages. There was no patient involvement.